Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector; unable to perform basic occlusion, occlusion, prime and no delivery test due to no button response. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father called in to report an unresponsive keypad, and that after changing the infusion set they were unable to rewind the device. The caller did not recall any significant events leading to the alarm. The customer's blood glucose level was 411 mg/dl. The customer treated with a manual injection. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.